Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found insignificant anomalies; the device was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported their implantable neurostimulator (ins) was overheating and felt hot at the battery site. No environmental/external/patient factors that may had led or contributed to the issue were reported. Impedance check was performed, and everything showed within normal range. The ins was explanted and replaced with a new battery. The issue was resolved and the patient was alive-no injury at the time of the report. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.